Event description:
Information from intl. Clinical trial database. Ruptured acom aneurysm coiling with 3 axium coils. Qc-9-30-3d, qc-7-30-3d, qc-5-20-helix. No adverse events reported; no reason for death provided.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Registry information: foreign country registry pertaining to the evaluation of axium detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in foreign countries. Enrollment started in february 2008; enrollment ongoing n=166; target 300 patients. MDR numbers: 2029214-2008-00207 to 2029214-2008-00237.